Event description:
It was reported that the customer had a motor error alarm on the insulin pump. The customer's blood glucose level was 201 mg/dl. The customer was advised to return the insulin pump with the battery and zero out the basal rates. The customer was asked verbally and in written form to return broken insulin pump for analysis. The customer was advised that we will sent replacement.

Manufacturer narrative:
Findings: unit passed the rewind, basic occlusion test, occlusion test, prime/a33test, excessive no delivery test and displacement test. Unable to confirmed e70 error alarm due to erased history file. No motor error alarms noted. The motor was tested outside the device and passed. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.